Event description:
Surgeon observed that the trocar appeared cracked upon closer investigation. The trocar edges were rough and a small crack was noted at the end of the trocar. A small piece had broken off.